Event description:
It was reported that during a ptca/stent procedure in a tortuous circumflex. The lesion was predilated with an unknown balloon catheter. Great resistance was met when advancing (contrary to IFU) the stent delivery system, but the stent was successfully deployed. There was a dissection noted proximal to the stent. An attempt to place another 3.0x13 stent was made, but it would not cross. The pt was sent to surgery for treatment of the dissection.